Event description:
It was reported that the oxygenator was weeping blood. The leak was observed at the gas exchange outlet on the bottom of the oxygenator. The device was replaced. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary is aware of similar complaints for this product. Similar devices, showing a similar malfunction, were tested and evaluated under optical microscope. Delamination of some of the gas fibers was observed, enabling the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity guided it to the gas exiting path along the housing. A review of the quality control process indicated that 100 percent functional inspection for leakage is conducted during manufacturing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental report will be submitted when new information becomes available. (B)(4).